Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. This is 1 of 2 reports of medical intervention that occurred two separate times. The patient experienced inaccurate cgm values after the sensor was inserted in his arm. On approximately (B)(6) 2024, he felt dizzy, fell out of bed, and lost consciousness. The behavior of the receiver at that moment was not described. According to documentation, he was unable to check the estimated glucose value (egv) before passing out. He remembered waking up after three hours and checked his dexcom receiver, which showed a reading of 65 mg/dl. He did not verify this with his bg meter. During this time, he crawled from his bed to reach a stool, feeling shaky and disoriented. He treated himself with glucose tablets and orange juice and ate after an hour. He felt better afterward. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.